Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked the following information was provided by the initial reporter: on (B)(6) 2023, while administering an indwelling needle puncture infusion treatment to patient han shiyin, the end of the indwelling needle leaked, preventing proper fluid intake and requiring resetting of the indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#3052741): 1)this batch of products were assembled at intima ii auto line (B)(6) 2023, and packaged at r240 package line in (B)(6) 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the damage state of the complained sample cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to pay attention to such defects. H3 other text : see narrative.